Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display screen would stay illuminated and not turn off after a bolus delivery. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide further information to tandem technical support and continued to use the pump for insulin therapy.